Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that doesn¿t turn ¿ jammed motor. Per service reports, this complaint cannot be confirmed. It was found during evaluation that the buttons were not functioning and blade does not lock into shaver. Further, the values of the keypad are out of range and the protective earth resistance is out of range. The motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. When the values of the keypad and protective earth resistance are out of range, the buttons of the device may not respond. However, given the information provided, we cannot discern a definitive root cause of what caused the out of range failure and locking of blade to shaver failure. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 06/24/2016 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device was not turning as it had a jammed motor. During in-house engineering evaluation, it was determined that the blade would not lock into the shaver. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.